Manufacturer narrative:
(B)(4) - initial reporter filed a voluntary medwatch, report number mw5044394. Product is not expected for return.

Event description:
It was reported the lancet did not retract from a safe-t-pro lancet device. The protruding lancet scratched the finger of an employee. It was not provided if medical attention was needed. The lancet device is not expected to be returned for product evaluation.